Event description:
It was reported that 10 x tiger tail catheters were kinked and bent on the package. It was mentioned as since the products being poorly packed, the user was not wiling to use it to risk the procedure or patient outcome.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is inconclusive due to poor sample. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review was not required as a review of the label could not have prevented the reported event. Correction: d, g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 10 x tigertail catheters were kinked and bent on the package. It was mentioned as since the products being poorly packed, the user was not wiling to use it to risk the procedure or patient outcome.